Manufacturer narrative:
Eleven (11) actual devices were received for evaluation. Visual inspection was performed which observed that the primary packaging was cracked/broken. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sterile package (white side of the package with the blue writing) of an unspecified quantity of clearlink system luer activated universal vial adapters had cracks; further described as "almost like its dry rotted". This was observed prior to patient use. There was no patient involvement. No additional information is available.